Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device related infection ('infection from the coils') in an adult female patient who had essure (ess205) inserted. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's medical history included pelvic pain, genital warts, multiparous and menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device related infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy (bilateral)/total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device related infection outcome was unknown. The reporter considered device related infection to be related to essure (ess205). The reporter commented: no. Of coils: right-5 coils, left-3 coils. Discrepancy noted: removal date as per report is (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information, other relevant history added, device insertion date and model no updated, and rcc updated. New event added: medical device monitoring error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device related infection ('infection from the coils') in an adult female patient who had essure (ess205) inserted. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's medical history included pelvic pain, genital warts, multiparous and menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device related infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy (bilateral)/total laparoscopic hysterectomyi). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device related infection outcome was unknown. The reporter considered device related infection to be related to essure (ess205). The reporter commented: no. Of coils: right-5 coils, left-3 coils. Discrepancy noted: removal date as per report is (B)(6) 2017 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device related infection ('infection from the coils') in an adult female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device related infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device related infection outcome was unknown. The reporter considered device related infection to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to infection from the coils were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.